Manufacturer narrative:
D10: 2000-3526 - 3.5 locking screw x 26mm, 2000-3538 - 3.5 locking screw x 38mm, 2001-3524-n - 3.5non-lockingscrewx24mm, 2001-3526-n - 3.5non-lockingscrewx26mm, 2001-3528-n - 3.5non-lockingscrewx28mm, 370-04-85 - anatomic pl, 85mm, l, 371-20-00 - trocar k-wire, 200mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a patient who had left side ankle implants, underwent a revision procedure. The patient experienced pain due to hardware. The patient¿s fracture had healed so the surgeon decided to remove the hardware to provide the patient with some relief. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return as the surgery center kept them. Device image was provided. No further information.

Event description:
The patient had left side shoulder implants.